Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump passed displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm, but stated that she wears the device in her bra. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.